Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012, 05:52:42. During night drain cycle one, the patient's ultrafiltration reading was 1965ml, indicating the home patient (hp) drained 1965ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1965 ml during therapy initiated on (B)(6) 2012 at 05:52:42, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume. Review of the event log revealed the user bypassed the initial drain without the low drain volume alarm occurring and bypassed fill 1. Cycle 1 drain was completed on (B)(6) 2012 at 06:08:15 and the actual drain volume was 1961 ml. The uf shown in the therapy log is the amount drained greater than the bypassed fill 1 volume of 0 ml and not an amount greater than the full night fill volume of 2000 ml. This does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.